Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experiencing high blood glucose and insulin pump buttons did not go to the right place and customer had trouble to reading it. The customer blood glucose level was 429 mg/dl at the time of incident. Customer did not provide any information regarding the symptoms and treatment of high blood glucose. Customer advised to insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent buttons response due to flattened act, up and down buttons dome switch. No unlocked j2 or lcd keypad connector noted.